Event description:
The reporter stated an aq5010v three piece silicone lens was used. Lens was loaded by the tech, as he was advancing the lens in the injector, the lens tore in half. There was no pt contact. Another same model and size lens was implanted. Cause of lens tear is unk.

Manufacturer narrative:
(B)(4). Evaluation conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of mgf of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).